Event description:
The endometrial ablation procedure was complete. The physician could not withdraw the disposable device from the patient. The physician was finally able to withdraw the disposable device after multiple attempts. The physician used a hysteroscope to assure there were no untoward patient effects. The patient was taken to recovery in stable condition.